Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to a cartridge falling out of the insulin pump. After confirming that the tubing was not connected to the body, the patient was guided on how to replace and properly secure the cartridge back into the pump. The patient reported experiencing elevated blood glucose levels after dinner. The patient indicated that blood glucose levels were affected by the issue, with a highest reported value of 377 mg/dl and levels remaining above 180 mg/dl for approximately three to four hours. The device generated alerts for blood glucose levels above 300 mg/dl for over 90 minutes. The patient did not use any back-up therapy to correct the high blood glucose levels, did not perform ketone testing, and did not follow a ketone action plan. The patient reported no recent steroid injections, no professional medical intervention, no need for assistance beyond the provided guidance, and no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.